Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced pain at insertion site due to bent cannula after insertion on (B)(6) 2026. The insertion site was abdomen. The infusion set was used for less than 24 hours. No further information available.